Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap roux-en-y procedure, the surgeon tried to clip a bleeder and the clips scissored. Surgeon removed the clip from the patient. Another er420 was opened and used to successfully complete the case which was delayed by five minutes. There were no patient consequences. I certify that all information that are known/available has been disclosed.